Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had exhibited a lead safety switch due to a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. Loss of capture was also observed on rv channel. The patient had reported experiencing past episodes of muscle stimulation. The battery of the pacemaker was also suspected to be prematurely depleting as the longevity shown was at less than three months remaining. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information regarding this event is being requested from the field.

Event description:
It was reported that this pacemaker had exhibited a lead safety switch due to a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. Loss of capture was also observed on rv channel. The patient had reported experiencing past episodes of muscle stimulation. The battery of the pacemaker was also suspected to be prematurely depleting as the longevity shown was at less than three months remaining. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.